Event description:
Patient was revised to address loosening of the sleeve, which had no bone ingrowth, which was causing pain. (Left hip)

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Patient was revised to address loosening of the sleeve, which had no bone in-growth, which was causing pain. Doi (B)(6) 2008 - dor (B)(6) 2012 (left hip). The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Requests for additional investigational inputs are being made in accordance with (B)(4) appendix a; rev. C. No additional information has been obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Update: 9/4/2012 - a subset of the patients medical records were received. Patient x-rays have also been received. There is no new information that would required update to the existing MDR decision. Updated: 02/07/2013: in addition to patient records, patient x-rays have also been received and the investigation corrected. The device associated with this report has still not been provided for examination. As with the earlier investigation there are no additional reports against lot 2269915. Examination of the provided patient records and x-rays by a depuy (B)(4) did not identify a root cause or identify a need for corrective action. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.